Event description:
The surgeon reported experiencing a corneal burn in the operative eye during a cataract extraction procedure. Two sutures were required to close the incision. The surgeon also mentioned that there was an absent of flow.

Manufacturer narrative:
Evaluation summary: the phacoemulsification machine was tested and examined at the customer location by an amo service tech. The system was found to be operating within the specification for the device.